Event description:
7f procure bioptome that was used to try to obtain rv biopsy specimens would not easily retract into sheath. Once able to get it back into sheath and out of sheath the bioptome was noted to be 'unhinged' and no longer was able to be controlled to open/close. There did not appear to be any missing pieces. Another device obtained and biopsies were completed. Patient's family notified immediately after case. Bioptome sent to company to investigate. Md did state has never had this happen in the more than 10 yrs has been performing this procedure.what was the original intended procedure?cardiac cath with biopsies.